Event description:
It was reported, that an adverse incident report was submitted by (B)(6). Directly to (B)(6)reporting system stating, that the patient presented with a pocket infection. The entire system was explanted and replaced. The patient was in stable condition.